Event description:
It was reported that the water did not cool down in an arctic sun device and the flow rate was not stable. It changed continuously from 1.1 to 1.8l/min. Per review of wo on 04may2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 08may2023, waiting for approval for the parts needed for repair. After repair, will send the following information.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as there were cooling issues but t4 was able to get between 4-6c. The mixing pump was replaced. It was also reported that the flow rate was not stable and fluctuated between 1.1lpm and 1.8lpm. The circulation pump was replaced. The evaluation found no other issues with the arcticsun performance. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water did not cool down in an arctic sun device and the flow rate was not stable. It changed continuously from 1.1 to 1.8l/min. Per review of wo on 04may2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 08may2023, waiting for approval for the parts needed for repair. After repair, will send the following information. Per follow up information received via email on 19may2023, repaired the device on the field. And replaced circulation pump and mixing pump. The problem was resolved.